Manufacturer narrative:
On (B)(6) 2017, we learned that the manufacturing/expiry dates provided in the original device history record review were incorrect. These dates, and the associated UDI number, have been corrected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical-abbott sl0 sheath. St. Jude medical-abbott agilis l curve sheath. (B)(4) are related to the same incident.

Event description:
It was reported that a (B)(6) male patient underwent a bipolar ablation procedure (with 2 catheters) for ventricular tachycardia with a thermocool sf nav catheter and a thermocool smarttouch uni-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. Two hours post-procedure, a tamponade was detected. Pericardiocentesis yielded an unknown amount of fluid. Patient did not require extended hospitalization as a result of this adverse event. Patient fully recovered. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with an unspecified needle and a st. Jude medical-abbott sl0 sheath. Sheath in use was a st. Jude medical-abbott agilis l curve. Generator parameters included power control mode with power up to 30 watts (not titrated) and impedance up to 150-160 ohms. Overall ablation time was 7.5 minutes. Last ablation cycle time was 10 seconds. Irrigated catheter flow was set at 15 ml/min for both catheters. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained between 250-300 seconds. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.